Manufacturer narrative:
The following fields were updated: event description. Investigation summary: based on the information available, there was no device available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was requesting a revision of an artificial urinary sphincter(aus) device due to device performance issues. The patient had a revision surgery on (B)(6) 2021 to replace the aus. No patient complications were reported.

Event description:
It was reported that the patient is requesting a revision of an artificial urinary sphincter(aus) device due to device performance issues. No patient complications were reported.